Event description:
Per the clinic, the patient underwent a skin revision surgery (debridement) (specific date not reported) due to skin overgrowth. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent two skin revision surgery (debridement), first one was on (B)(6) 2023 and second one was on (B)(6) 2024. Both surgery was done under general anaesthesia.